Manufacturer narrative:
Retention and returned device testing pending.

Event description:
Doctor obtained false negative result using mckeson hcg combo kit. The pregnancy was confirmed by serum quant (30,000) and ultrasonogram.